Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported emergency medical services encounter and hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing a severe low blood glucose event approximately two years ago while wearing the omnipod product. Reported glucose levels were in the 40s (in mg/dl). Emergency medical services (ems) were contacted due to the hypoglycemia. The exact date of the event and additional specific details could not be recalled; however, use of the pod at the time of the incident was confirmed. Upon ems arrival, transport to the emergency room was declined. Ems reportedly administered intravenous treatment, although the specific medication or fluids provided could not be recalled. No diagnosis was issued during this encounter. It was reported that the patient was doing well following the event.